Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. It was reported that the pt completed insulin pump training with a hospital certified diabetes educator approximately one week prior to the event. Per the pt's cde, anecdotal info had been provided that the pt had a history of over administration of insulin and hypoglycemia prior to initiation of ipt. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt passed away following a hypoglycemic event and cardiac arrest.